Manufacturer narrative:
The device was returned for investigation. Based on the information provided in the complaint and the findings from the investigation, the device experienced mechanical stresses during the procedure leading to tears in the outer jacket, catheter shaft breaks, deformation of vacuum lumen and steering system damage. The lot history review (lhr) for lot # 86154450 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026 during a sure procedure for a patient with nephrocalcinosis, a third-party ureteral access sheath (uas) from an unknown manufacturer was used. It was reported that the device was highly deflected to access and treat a lower pole stone leading to some device damage. Resistance was noticed while trying to withdraw the device and it had to be withdrawn along with the uas. The procedure was halted and no patient harm was reported. Calyxo is reporting this event in an abundance of caution.